Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733686, serial/lot #: unknown, ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a spinal fusion procedure. It was reported that intra-operatively, the site had inaccuracy errors of 3-4 millimeters while navigating. Multiple instruments were checked for verification and all reported the same error. The site was using the double spine clamp for the procedure. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay. It was suspected that a probable cause was possible frame movement during the case. It was noted that the site did not re-spin.